Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The complaint for system error se 2267 (fluid and air in set) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2267 (air in line) alarm that appeared on the homechoice (hc) display during fill. The technical service representative (tsr) explained the alarm and had the care giver (cg) cycle the power to clear the alarm. The tsr went over the call script with the cg and advised the cg to start over with new supplies and to also call the nurse. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the cg stated that the issue was resolved by ending therapy on the home choice and using manuals for the last fill and drain. The cg stated that the possible cause of the alarm was due to a kink in the line. Per cg, the home patient (hp) did not receive any injury or medical intervention as a result of this incident, they have not told their nurse of the alarm yet. The cg stated that the hp is doing fine and continuing therapy without issues. No allegations were made against any of the hp?s dialysis products. No further information was provided.